Manufacturer narrative:
This report is submitted on february 25, 2020.

Event description:
Per the clinic, there was a soft tissue revision during an abutment removal (reason for the revision is unknown). A cover screw was placed on the implant.